Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user who was new to pump therapy ran out of insulin overnight, did not change supplies when the reservoir emptied, and infusion dosing stopped until a full supply change was performed later that morning, after which dosing resumed. Symptoms included hyperglycemia peaking at 296 mg/dl and was 289 mg/dl at the time of the call. Outcomes included a delay to treatment or therapy with no lasting health consequences. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the event was associated with the user not reverting to alternative therapy once the ilet stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.